Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis was able to confirm the error at boot up. The hinge plate had one loose screw.

Event description:
It was reported the programmer powers on to an error message. No information was received indicating patient involvement.